Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) due to a charge time of 19.7 seconds. The physician expressed concern that the device was implanted less than 3 years and may have depleted prematurely.